Event description:
It was reported via repair work order that the cot cannot be secured in the ambulance due to a loose retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.